Event description:
Pt was propelling self on a knee walker when her pant leg got caught on the front wheel. The wheel rolled forward until the pant leg caused the knee walker to come to an abrupt stop. She fell forward and suffered bruised palms and scraped knees. A day later she reported a swollen knee and tendons. No medical intervention was required.